Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were found with the med station. The customer reported drawer issues with the crna endo station. However, the serial number and location provided were incorrect. The field service engineer confirmed with pharmacy that the actual drawer replacement is scheduled for or2, drawer 3, under a separate work order. The customer mistakenly believed service was needed for endo station and no further investigation was required for this device since there were no issues found with the station.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer kept failing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.